Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The patient will be monitored remotely and will be followed-up regularly in clinic. The patient was asymptomatic and stable.